Event description:
Pt entered surgery center to undergo bilateral breast implant explantation and partial capsulectomy bilat, partial capsulotomy bilat. Replacement augmentation with a saline-filled mammary implant bilateral. Pt sustained left implant deflation obvious in 2001. The deflation has continued to a point at which pt appears to be stable.